Event description:
It was reported that during a shoulder arthroscopy the anchor broke during insertion. The eyelet and suture were retrieved but discarded. The procedure was completed. There was no injury related to this event.

Manufacturer narrative:
Investigation findings: an investigation was unable to be performed as the product was discarded by the facility. This failure will continue to be monitored. The information for use (IFU) provides warnings regarding breakage to the user: the risk of bio mini-revo anchor breakage during implantation is reduced by following the specified procedures listed below. Proper selection and placement of the implant are important considerations in the successful utilization of this device. Proper orientation and alignment of instruments are important during implantation of the bio mini-revo to minimize possible breakage of the anchor. Breakage of the bio mini-revo is possible if: the pilot hole is not drilled to an adequate depth. The tap is not inserted to the proper depth. Improper alignment of anchor to pilot hole. Loose or non-secure anchor on driver. It is not used with the bio mini-revo drill guide, cat. No. C6171 or c6172. The anchor inserter is used for prying. The bio mini-revo implant is advanced too deep. The customer will be provided additional information on this product.